Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00753.

Event description:
The consumer reported on social media two false negative results with the binaxnow covid-19 antigen self test on unknown dates, using unspecified sample types. The first antigen self test was from the brand flowflex performed on an unknown date, using an unspecified sample type, which generated a positive result. The second antigen self test performed was the binaxnow, which generated a negative result. Repeat testing was performed using the binaxnow antigen self test, which generated a negative result. An unspecified confirmation test was performed at an urgent care on an unknown date, using an unspecified sample type, which generated a positive result. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 1 of 2.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.